Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the powered laser surgical instrument fiber seems to have a cut outside of the patient and burned the operating field. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was confirmed to have burning and a large section of fiber missing. However, the root cause of the break could not be confirmed. Olympus will continue to monitor field performance for this device.